Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl and treated with insulin pump. The customer assisted with troubleshooting. Customer states they already changed infusion set and they had only tried to deliver insulin with insulin pump but they feels it was not getting insulin since blood glucose were so high. Customer also had pains and aches. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. The device will not be returned for analysis.